Event description:
Patient reported right side "issues such as swelling", ¿bigger than normal¿, "pain" and exchange of textured implants. Healthcare professional later reported "simple cyst" and "complex nodules" not related to device. Patient additionally reported "inflammation". Physician later reported capsular contracture bake grade iii/IV. Device has been explanted and discarded.

Manufacturer narrative:
Cont. H.6. Health effect f2203-imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Patient reported right side "issues such as swelling", ¿bigger than normal¿, "pain" and exchange of textured implants. Healthcare professional later reported "simple cyst" and "complex nodules" not related to device. Patient additionally reported "inflammation". Physician later reported capsular contracture bake grade iii/IV. Device has been explanted.